Manufacturer narrative:
The sample was throat swab. Retain devices tested by bci using controls and low, medium, and high calibrators produced expected results. The customer complaint was not confirmed. The customer will return the kit box for investigation. A clear root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to (B)(6) swab (-) results obtained from icon ds strep a for twelve patients. The results were not reported out of the laboratory. The twelve patients were (B)(6) on cultures. There was no report of death or injury associated with this event.